Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the detached tip was component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the bronchovideoscope had a detached tip. There were no reports of patient involvement.